Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose level. The customer's blood glucose level was 39 mg/dl at the time. The customer stated that she received 7 insulin flow block alarms in 24 hours. The customer was assisted in troubleshooting for insulin flow block alarm and it was reported that the insulin exited in 5 unit fill cannula test. She declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.